Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The DHR review shows that customer's planning and digital scan files of model were uploaded. During design the customer has been informed about the uncertain matching of the scan files of the plaster mode onto the CT images and therefore the planning from implant to surgery cannot be guaranteed. Implants # 35 and 36 are planned close to each other. Implant # 36 has been moved slightly towards the mesial to avoid collision with neighboring teeth. Design was reviewed and customer approved this guide design. The approved guide design went into production. After qc on the printed model the guide was released. The investigation of the digital files shows that the registration of the plaster model onto the CT images is uncertain due to scatter in customer's dicom images. The registration is done as good as possible but can¿t be guaranteed. During design the position of implant # 36 was moved 0.5 mm mesial to avoid collision with the neighboring tooth. The guide design is performed correctly. The investigation on the reprinted guide did not reveal anomalies. The spoon fits perfectly in sleeve 35.

Event description:
A surgery was performed in the third quadrant on a patient using a surgiguide. The doctor reported that the plan was to place three fixtures: regio 33, 35, and 36. During the planning, the manufacturer changed the position of 36 to avoid a collision with 37, which was approved by the doctor. When this change was made, a warning was given about 35 and 36 being too close together, the guide holes ended up so near to each other that the drill handle couldn¿t fit properly on 35. It got stuck on 36¿s sleeve. The doctor made the decision to proceed anyway, thinking they could drill just slightly higher and complete the final section manually. As a result, the drill exited lingually, and this fixture could not be placed at all. Given that the patient has limited bone and did not want surgery involving bone augmentation, placing three implants was critical for the final restoration. In the end, only two could be placed.